Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported, that the patient doesn't think their implant is working as well, as it should be which they first noticed in (B)(6) or (B)(6) of 2022. Patient had to have the stimulation much higher than the first year, they had the device and it doesn't seem to be helping their symptoms. Patient also mentioned not feeling the flutter. They've even tried cutting back on coffee and water. They have to wear a pad because they're leaking. Patient also already tried mybetrics, other medications, and the "stimulator in between their legs" but nothing has been helping them. Patient tried contacting their urologist. But, they're telling them to call patient services (ps). Patient mentioned moving so they plan to find a new doctor anyway. Patient mentioned falling and breaking their foot back in november and since then is when they noticed their change in therapy. Ps reviewed options to increase stimulation or change programs if increasing doesn't resolve. Ps also recommended, patient get device check since they did experience a fall around the same time. Patient will consider increasing stimulation to confirm it's in the bike seat area or changing programs. Patient also may contact a new doctor to have device checked. Additional information was received from the patient on 2023 (B)(6) and (B)(6) 2023. They reported, that the cause of the device was not working was most likely due to a fall of step stool. They fell, hit their back (buttock) and stimulation was minimum or none. The fall to the back caused a shift in sensor. Patient stated, the cause of the "not feeling the flutter" was due to the sensor got shifted. They had to increase from 1.8 to 3.2. Steps to resolve, the patient stated, they have to find a new urologist, as the one who implanted it will not assist with device. The patient determined, they did not know the fall's effect on their implant.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.